Manufacturer narrative:
Batch review performed on 9 march 2022. Lot 167473: (B)(4) items manufactured and released on 14-feb-2017. Expiration date: 2022-jan-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event since 2018.

Event description:
The patient came in reporting pain due to a loose patella and the cause of the loose patella is unknown. At 4 years and 10 months after the primary surgery, the surgeon revised the patella and the surgery was completed successfully.